Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
The patient experienced stimulation in the wrong location. Starting about six months ago he started to feel stimulation in his stomach. The device needs to be reprogrammed. It was noted that his symptoms have "never left." The health care provider confirmed that the patient may need a new device. The battery had depleted. He will be seen on (B)(6) 2013 to decide the course of action.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).